Manufacturer narrative:
Eval is in progress, but no conclusions have been drawn.

Event description:
During use for a cardiopulmonary bypass procedure, the central display of the heart lung console did not function as expected by the user. If the main system display is affected, manual control of the system pumps and alarm sensors continues to be available through local controls. There was no reported adverse consequence to the pt as a result of this event.